Event description:
Nurse from user facility notified a (B)(4) sales representative that during a case, one of the prongs on the device broke off in patient. Portion which broke off was easily retrieved, a back up device was readily available and procedure was completed with minimal delay. No injury to patient or staff was reported. Device consists of three parts: handle, sheath, tenaculum insert. Handle is manufactured by rwmic and then sent to endoplus where they manufacture the sheath and tenaculum insert. Endoplus then combines the three parts and returns a complete device to (B)(4) for distribution. Manufacture date - aug2011. Customer purchase date - (B)(6) 2011. Request for additional/missing information has been sent to user facility, no response as of 30mar2017. Device was has not yet been received at (B)(4) as of 30mar2017. Device will be sent to endoplus for investigation if and when it is returned to (B)(4). (B)(4) considers this matter closed. However, in the event (B)(4) receives the device or any additional information, (B)(4) will provide manufacturer of the tenaculum (endoplus) with follow-up information/device.